Event description:
Post deployment of the sapien valve echo showed 2+ paravalvular leak (pvl), no central aortic insufficiency (cai), and no pericardial effusion. Later in the afternoon the patient was not doing well. The decision was to watch the patient overnight and perform an echo bedside in the morning and see if there was any change. In the morning, the patient's pvl had increased to 3+ and his diastolic pressure would dip down to the 30s so the decision was to place a second vale and the procedure would be done in the or just in case they had to convert to open avr. A 26mm valve was prepped in normal fashion and was placed lower than the first valve and was deployed under rvp (rapid ventricular pacing). Post deployment echo showed 3+ pvl, no cai and no pericardial effusion. One cc was added to the delivery system and was re-advanced through the valve and placed more ventricular to focus on the skirt to seal the leak and one inflation was done under rvp. Post-dilation echo showed no central ai, no effusion and 2+ pvl, with a decrease in the anterior leak and in increase in the patient's diastolic pressure had improved.

Manufacturer narrative:
The device history record (DHR) review of the effected valve shows the device met specifications prior to distribution of the device. The investigation is ongoing.

Manufacturer narrative:
Cine and echo imagery were submitted to edwards and reviewed by an edwards (B)(4). The following observations and impressions were made: cine (B)(6) 2011- severe aortic valve and root calcification, no porcelain aorta; presence of sapien valve in aortic position is noted; post deployment aortography suggests severe paravalvular leak, as well as central ai. Echo (B)(6) 2011- demonstrates presence of severe pvl post deployment. Cine (B)(6) 2011- sapien valve-in-valve is positioned 50% ventricular relative to the first valve. Ventilation not held. Early phase of valve deployment was not captured, consequently adequacy of rapid ventricular pacing (rvp) is uncertain. Post valve-in-valve aortography demonstrates persistent pvl. Echo (B)(6) 2011 (post viv tte) -short axis view of aortic valve demonstrates no significant pvl. Impression: in the absence of cine and tee of valve positioning and deployment, adequacy of said parts of the procedure cannot be evaluated. Similarly, the etiology of severe pvl cannot be ascertained. Per the device's instructions for use (IFU), complications associated with aortic valve replacement and bioprosthetic heart valves include but are not limited to paravalvular leak and aortic insufficiency. The IFU warns correct sizing of the bioprosthesis is essential to help prevent paravalvular leak, migration, and/or annular rupture. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the root cause and etiology of the reported severe pvl cannot be ascertained due to absence of cine and tee of valve during positioning and deployment. Pre screening showed that the patient had severe annular calcification. It is likely that patient factors contributed to the event. Procedural factors cannot be assessed with the information provided. No further actions are possible at this time.